Event description:
It was reported that a central venous catheter was placed and "no reflux was noticed then". However, 13 days later the medical staff noticed a leak around the catheter. The catheter was replaced with one from a different lot. No delay in treatment, complications, injury or death was reported.

Manufacturer narrative:
(B)(4). A product sample is not expected to be returned for evaluation. Manufacturing records will be reviewed. Any relevant findings will be provided in a follow-up report.